Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture and elevated thresholds due to a lead fracture. An x-ray confirmed the lead was crushed. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received stating this lead will not be returned for testing. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). The lead is expected to be returned for testing. This product issue will be re-evaluated when additional details are received.